Event description:
During preventative maintenance testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed preventative maintenance testing at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.